Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0001038806-2023-01375. Based on additional information received, this complaint is invalid as it is not an event for an implant but a natural tooth still in place. Therefore, additional information received by the customer confirms that this event no longer meets the requirements for a reportable event. No further medwatch reports will be submitted for this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no implant was involved in this event.

Event description:
Upon follow up, the customer advised that site #20 was a natural tooth event and no implant is in that site. This complaint is invalid as it is not an event for an implant but a natural tooth still in place. Based on additional information, this event is not reportable.

Event description:
Clinician reported fibrous encapsulation around the implant at tooth location #19. The implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.